Manufacturer narrative:
This incident relates to two other incidents, reported as 3002807968-2019-00046 and 3002807968-2019-00048.

Event description:
According to the complaint, customer samples from a patient were measured on an abl800 flex analyzer with the following results for na+ and ca2+: (B)(6) 2019 / 22:58 (measurement time) / na+: 166 mmol/l / ca2+: 1.77 mmol/l. Lab results for comparison: (B)(6) 2019 / 01:30 (measurement time) / na+: 139. Based on the series of measurements, the customer reports the result of 166 mmol/l for na+ as false high. No comparison results from the lab were received for ca2+, but the customer also reports the ca2+ result as false high. The customer has replaced the reference membrane, and after this no more false high results were obtained.

Manufacturer narrative:
D10 and h6 has been updated as radiometer has received data logs from the customer.